Manufacturer narrative:
D4 (expiration date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens was implanted into the patient's right eye (od). Reportedly, there is a planned removal and replacement for a smaller length lens.